Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site name was shortened due to character limitations. The complete name is (B)(6) hospital

Event description:
It was reported when preparing to use the machine, the cs 100 intra-aortic balloon pump (iabp) had an inflation failure occur during operation and the safety disk leaked (the safety disk has exceeded its safe service life). There was no patient involvement.

Manufacturer narrative:
Complaint is being cancelled as it was opened in error, there was no malfunction. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint is being cancelled as it was opened in error, there was no malfunction.